Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that it was difficult to flush the catheter. Catheter was removed. A hole was discovered at 23.5 cm mark. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: PICC was inserted (B)(6) 2024 and removed (B)(6) 2024, total length 41cm, inserted to basilic vein, exit site marking 1cm, secured with statlock. PICC was used for oncology treatment. No known occlusions. Leakage identified because PICC difficult to flush, leak internal to patient at 23.5cm mark. Used for about 4 months. No xrays available of this event. Catheter site cleaned with chlorhexidine solution poured from a bottle (0,5%).

Event description:
It was reported that it was difficult to flush the catheter. Catheter was removed. A hole was discovered at 23.5 cm mark. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: PICC was inserted (B)(6) 2022 and removed (B)(6) 2014, total length 41cm, inserted to basilic vein, exit site marking 1cm, secured with statlock. PICC was used for oncology treatment. No known occlusions. Leakage identified because PICC difficult to flush, leak internal to patient at 23.5cm mark. Used for about 4 months. No xrays available of this event. Catheter site cleaned with chlorhexidine solution poured from a bottle (0,5%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.